Event description:
It has been reported to philips that the wireless footswitch is nonfunctional. No harm has been reported to philips. Philips has started an investigation of this complaint. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips investigated this complaint and according to the additional information gathered, the system was outside of clinical use at the time of the reported event. A philips field service engineer (fse) inspected the system on-site and, was unable to confirm or reproduce the issue with the wireless footswitch. The customer confirmed the wireless footswitch was working as intended. No action was taken by fse. Philips has not received any similar issue after the reported event. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable.